Event description:
A physician reported a pt who received her first treatment in the upper vermilion border on 11/12/97. She had immediate induration and swelling at the injection sites which has persisted since the treatment date. The severity of the symptoms has been intermittent. The pt had an eruption of blisters at the treatment site after she received a waxing treatment on the upper vermilion border; the date of the waxing treatment was unknown. The blisters then crusted over. On 11/26/97, the physician prescribed elocon topically for the symptoms at the treatment sites. The pt returned to the physician on 12/15/97, and he injected the indurated areas of the upper vermilion border with intralesional kenalog. The physician believed that the symptoms were related to hypersensitivity to collagen.